Event description:
It was reported that during preparation for a coronary drug eluting stent treatment procedure, stent damage occurred. After flushing the monorail portion of the catheter with a syringe, a flared stent strut on the 2.75x20 mm taxus express2 drug eluting stent was found. The case was successfully completed with another taxus express2 stent. No patient complications were reported. Device did not come into contact with the patient.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.